Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be confirmed or reproduced during evaluation. Based on the information provided, the device shut down due to battery depletion and did appropriately warn the user prior to shutting down as per specification. The device was cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and then powered down unexpectedly while using its internal battery. The patient was removed from the device and placed on a backup device. There was no patient harm or serious injury reported as a result of this incident.